Event description:
Patient reported experiencing low blood (51mg/dl) and system alarm (07). Patient indicated she replaced the batteries , then primed the tubing attached to her body. Patient indicated that she believed she was pushing the button to stop the prime, but the device did not stop. Patient indicated that she received the entire amount of insulin, during the prime and her blood glucose dropped to 31mg/dl.